Event description:
Ous MDR - after an implantation period of about 30 months, oversensing was reported. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical inspection. The visual inspection revealed a damaged insulation in the area of the tricuspid valve. This insulation damage can be considered as the root cause of the clinical observation. Based on the characteristics and location of this damage, it is reasonable to assume that the lead has been subjected to severe mechanical stress in the implanted state, as a result of the interaction with the tricuspid valve. The analysis did not reveal any sign of a material or manufacturing problem.